Manufacturer narrative:
Analysis of the pump found high battery resistance.

Manufacturer narrative:
The previously reported conclusion code no longer applies to the event. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Concomitant product: product ID 8709sc, serial # (b)(46), implanted: (B)(6) 2010, product type catheter. (B)(4).

Event description:
A company representative reported that as per a healthcare provider (hcp) the patient was receiving baclofen with concentration 2000 mcg/ml via their implanted intrathecal pump at a minimum dose rate of 12.1 mcg/day. The manufacturer/type of baclofen and drug lot number was unknown. The indication for use regarding the pump was intractable spasticity and cerebral palsy. The patient went to a hospital on (B)(6) 2015 due to hearing an alarm. A physician initially indicated the pump was in ¿safe lock¿ which was later confirmed as safe mode. The physician did not feel comfortable with programming so a company representative was contacted to go to the facility to interrogate the pump. Telemetry confirmed a low battery reset alarm was occurring; the pump logs showed the event occurred at 00:14 on (B)(6) 2015. The patient was admitted to the hospital and was given oral baclofen and valium; the patient seemed to be ¿doing ok symptom wise.¿ the hcp was considering options; however they already knew the pump needed to be replaced. On (B)(6) 2015, a company representative later reported that they planned to replace the pump on (B)(6) 2015. On (B)(6) 2015, a company representative reported that as per an hcp the patient was receiving lioresal with concentration 2000 mcg/ml via a flex dose rate of 750 mcg/day. The drug lot number of lioresal was not available. The patient had presented to the emergency room (ER) with withdrawal symptoms. The patient experienced increased spasms, itching, and was agitated. A neurosurgery resident interrogated the pump and the safe state alert was observed. The resident reported turning off the programmer and then turning it back on. They tried to interrogate several times and got the same message. It was noted they were not able to do anything more with the pump. As per the logs, examined on (B)(6) 2015, baclofen (2000 mcg/ml) was administered at a dose rate of 12.1 mcg/day. The logs showed a previous successful refill on (B)(6) 2015; the pump was restarted at that time. The logs also showed that on (B)(6) 2015 a reset occurred, a low battery reset occurred, and the pump was in safe state. The pump was automatically put to deliver drug at a minimum rate regarding safe state. The patient was kept in the hospital for observation while on oral baclofen until the pump could be replaced. The pump the pump was replaced on (B)(6) 2015 due to premature battery depletion. A new 7.6 mm sutureless connector was also implanted. The explanted device was to be returned to the manufacturer. The issue was resolved at the time of the report. The patient was without injury regarding their status at the time of the report. Additional information requested included drug lot number and drug therapy dates regarding lioresal, other medications the patient was receiving at the time of the event, and cause of device issue. (B)(4) 2015 additional information was received from the healthcare provider (hcp) and the manufacturer representative. On (B)(6) 2015, the hcp reported other medications (oral, etc.) The patient was taking at the time of the event was oral baclofen and clonazepam. The patient¿s pertinent medical history included cerebral palsy, spastic quadriplegic, and epilepsy. At the physician consultation on (B)(6) 2015, the clinical notes indicated the patient was positive for increased spasticity and increased heart rate and a questionable intrathecal baclofen pump failure. The clinical notes also indicated in the assessment and plan that they would interrogate the baclofen pump to ensure that it was continuing to work. It was usual that it would stop working two weeks after a refill and the patient had one week of good response after the refill. Recommendation was to check for a urinalysis (ua) with infectious workup to ensure that there was not an underlying etiology for her altered mental status and increased spasticity. The pump was replaced on (B)(6) 2015. The patient tolerated the procedure well without any complications. The cause of the low battery reset/safe mode was not determined and the pump and catheter were returned to the manufacturer on (B)(6) 2015 for interrogation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.